Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer continued to use current pump for insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.